Manufacturer narrative:
Insulin pump was received with completed broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner, cracked lcd window, minor scratched lcd window and missing end cap sticker.

Event description:
Customer reported via phone call that there were missing pieces around reservoir and the screen was cracked. Customer's blood glucose was 255 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.